Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the first returned product noted no abnormalities. A visual inspection of the second returned product noted the timing was disengaged. No single use loading unit (sulu)s were received. The articulation knob of both instruments functioned properly. A test sulu could be loaded onto the first returned device. The instrument was applied to the appropriate test media. All ten tacks deployed and seated properly in the test media. A test sulu was unable be loaded onto the second returned device due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. However, because no sulus were received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total extraperitoneal inguinal hernia repair, while device was being used to fix the mesh in place, the red button were unable to be completely pushed in and the two tack reloads would not fire. Another tacker was used to complete the case. There was no patient injury.